Event description:
Supplemental MDR: additional information was received regarding the patient. On (B)(6) 2025 the patient had revision surgery with the device, m40 se030, rts lesser mtp implant, size 3. It was further reported that the patient experienced pain and swelling after the initial surgery and was compliant with post-op care instructions.

Manufacturer narrative:
A supplemental report will be provided upon additional details surrounding the revision surgery.

Event description:
On (B)(6) 2025, in2bones USA was informed that the device, m40 se020, rts lesser mtp implant, size 2, was initially implanted on (B)(6) 2024 and it was reported that due to implant breakage a secondary procedure has been scheduled for (B)(6) 2025. This report is being raised due to the reported injury of secondary surgery for the removal of the implant.